Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reports that she reverted to using old insulin pump due to newly replaced insulin pump not delivering insulin. Customer states blood glucose is high and piston in pump did not seem to move and insulin level in reservoir seemed to be at the same level. Customer's blood glucose was 111 mg/dl. During troubleshooting for high blood glucose, it was found that drive support cap appeared normal, customer was disconnected during rewind / prime sequence, customer did not find a leak, time and date were correct, basal rates were correct, insulin did exit tubing, and no air found in tubing. Alarm history found check settings. Customer states she did not receive check settings alarm or no delivery as pump did not alarm or vibrate. Customer did not feel safe with pump and requested insulin pump to be replaced. Insulin pump will be replaced. No further information provided.